Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077593) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included atenolol, clonazepam, colecalciferol (vitamin d3), cyclobenzaprine, ferrous sulfate, hydrocodone, ibuprofen, magnesium, nicotinic acid (niacin), pantoprazole, potassium, pregabalin (lyrica), sertraline and valsartan. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion disability), flank pain ("lower flank pain"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joints pain"), hypokalaemia ("potassium deficiency") and magnesium deficiency ("magnesium deficiency"). Essure treatment was not changed. At the time of the report, the back pain, flank pain, vitamin d deficiency, arthralgia, hypokalaemia and magnesium deficiency outcome was unknown. The reporter considered arthralgia, back pain, flank pain, hypokalaemia, magnesium deficiency and vitamin d deficiency to be related to essure. The reporter commented: consumer mentioned disability/permanent damage as event outcome, however she did not specified it and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077593) on 11-jun-2018. The most recent information was received on 01-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included atenolol, clonazepam, cholecalciferol (vitamin d3), cyclobenzaprine, ferrous sulfate, hydrocodone, ibuprofen, magnesium, nicotinic acid (niacin), pantoprazole, potassium, pregabalin (lyrica), sertraline and valsartan. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion disability), flank pain ("lower flank pain"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joints pain"), hypokalaemia ("potassium deficiency") and magnesium deficiency ("magnesium deficiency"). Essure treatment was not changed. At the time of the report, the back pain, flank pain, vitamin d deficiency, arthralgia, hypokalaemia and magnesium deficiency outcome was unknown. The reporter considered arthralgia, back pain, flank pain, hypokalaemia, magnesium deficiency and vitamin d deficiency to be related to essure. The reporter commented: consumer mentioned disability/permanent damage as event outcome, however she did not specified it and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.